Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 130 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap appears to be normal. Customer stated the bumper sticker was missing and does not recall pressing the cap in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.